Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, staff were cleaning the plasmablade device and reported the wire broke and part of the housing tip melted. There was no patient injury reported.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during an adenoidectomy procedure, the surgeon started with coag-3, but it was not effective; therefore, it was increased to coag-5. When cleaning, it was found that the wire broke at one part and the housing was melted. Analysis conclusion: complaint not confirmed: there was no observable unacceptable damage to the adenoid tip, as the returned adenoid tip meets the acceptable damage requirements. The device was tested for functionality and performance, which produced acceptable results. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, staff were cleaning the plasmablade device and reported the wire broke and part of the housing tip melted. There was no patient injury reported.